Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, back haptic was trailing. Another lens of same model and diopter was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., d.10., e.4 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, there was no patient contact.